Event description:
Globus medical inc. Received notification from a representative, via a company representative, that a globus manufactured screw had backed out after implantation. In 2009, a female patient, underwent surgery and had a globus manufactured 4.5mm x 16mm standard screw, self-drilling (110.716) screw implanted. The following day, a follow-up film was taken and revealed the screw had backed-out approximately 4mm. The patient underwent subsequent surgery on the same day, and the surgeon removed the screw but did not replace the place due to the poor bone quality of the patient. Globus medical inc. Was notified of the complaint on the same day, by a globus medical, inc. Representative.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The product was returned for evaluation and met all performance tests and specifications. Based on a record review and all available information, it is determined the 4.5mm x 16mm standard screw, self-drilling design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the back out of the screw was a result of product defect or malfunction.